Manufacturer narrative:
As reported, a piece of one of the connectors on the ventralight st echo 2 ps was noted to have broken off. The mesh was implanted without issue. The connector was discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Addendum: h11: this supplemental MDR is submitted to document the completed sample evaluation results. Evaluation of the returned sample finds that all seven (7) connectors remain attached to the frame. There was no damage found to the seven connectors. In the as received condition the frame material is torn resulting in the detachment of a portion of the frame. The frame material tear is jagged indicating the material torn from forces applied. It is not a clean cut. Based on the sample evaluation performed, it was found that the echo 2 ps frame material was inadvertently torn most likely due to forces applied while removing the frame. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic ventral hernia repair procedure, the ventralight st echo 2 ps was removed from the packaging, and on the sterile field it was noted that a piece of one of the purple connectors (the tail of it) was broken off. It was reported that the mesh remained intact with all connectors and the surgeon was able to use the mesh without any issue. As reported, the piece that broke off was discarded. There was no patient harm or injury.

Event description:
As reported, during a robotic ventral hernia repair procedure, the ventralight st echo 2 ps was removed from the packaging, and on the sterile field it was noted that a piece of one of the purple connectors (the tail of it) was broken off. It was reported that the mesh remained intact with all connectors and the surgeon was able to use the mesh without any issue. As reported, the piece that broke off was discarded. There was no patient harm or injury.

Manufacturer narrative:
As reported, a piece of one of the connectors on the ventralight st echo 2 ps was noted to have broken off. The mesh was implanted without issue. The connector was discarded by the user facility. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.